Manufacturer narrative:
A steris service technician arrived onsite and inspected the 4085 surgical table and found that the slide plates bearings on the column lift were damaged. The technician replaced the slide plate bearings, tested the table, confirmed it was operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues were noted.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table moved approximately an inch while the patient was in trendelenburg position. The procedure was completed successfully. No report of injury or procedure delay.